Event description:
It was reported that 24 hour infusions were running longer than expected. The customer stated that 500ml chemotherapy agents (vincristine and doxorubicin) that were to run over 24 hours ended up infusing in 26 hours while programmed to infuse at 21.3ml/hr. The first infusion was on (B)(6) 2019 and then occurred again on (B)(6) 2019. This occurred despite staff making adjustments to the rate, which they did on the assumption it was an overfill issue with the bag. However it was determined that it was not an overfill issue. The facility's testing done on the pump showed that when infusing at a rate of 21ml/hr on average only 18ml infused. When infusing at 500ml/hr in testing only 358ml infused per hour. The facility's biomed believe the device malfunctioned and needs to be repaired. There was no obvious harm to this senior male patient.

Manufacturer narrative:
The patient was a senior patient. Correction: (patient identifier, age or date of birth, weight) requested but not provided. The customer¿s report of an underinfusion was confirmed. The pcu event log contained no obvious programming errors that would result in the reported event.the pcu event log shows pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of vincristine + doxoru (drugid 46) at a rate of 21.3ml/hr with a vtbi of 511.9ml at 8:02 pm on 10 june 2019. The infusion ran until 4:16 am on 12 june 2019 when the device was channeled off. The volume recorded as being infused during this period was 685.892ml. During this period, the user changed (added volume) the volume to be infused 5 times. Functional testing performed found the pump module to be delivering fluid outside of specification on the low side. Disassembly of the device found wear on the bezel assembly due to mechanical interference between the camshaft bearings and the bezel assembly. It was also observed that the 6 bezel screws were not tightened sufficiently. The root cause of the customer¿s experience of an underinfusion was identified as mechanical interference between the camshaft bearings and the bezel causing a shift in the camshaft alignment.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that 24 hour infusions were running longer than expected. The customer stated that 500ml chemotherapy agents (vincristine and doxorubicin) that were to run over 24 hours ended up infusing in 26 hours while programmed to infuse at 21.3ml/hr. The first infusion was on (B)(6) 2019 and then occurred again on (B)(6) 2019. This occurred despite staff making adjustments to the rate, which they did on the assumption it was an overfill issue with the bag. However it was determined that it was not an overfill issue. The facility's testing done on the pump showed that when infusing at a rate of 21ml/hr on average only 18ml infused. When infusing at 500ml/hr in testing only 358ml infused per hour. The facility's biomed believe the device malfunctioned and needs to be repaired. There was no obvious harm to this senior male patient.